Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimated. Reportedly, the customer usually filled the cartridge "all the way to the top", and observed a few occurrences when the insulin gauge decreased faster than expected. There was no impact to the customer's blood glucose level.